Manufacturer narrative:
Undefined fault code confirmed in memory. Root cause inconclusive. No fault was found on the device or returned pad-pak that could have caused the incomplete log entry. The pogo pins, battery cable and pad-pak crimp connections were verified during the investigation. No fault was found with the pad-pak plastics to suggest a fitment issue within the AED. The unit was returned to heartsine due to the undefined fault code identified during post-market review of the device memory at omron. As the issue occurred only during user intervention on the (B)(6) 2019 and was immediately followed by a complete power on, it is possible that this had been due to an incorrectly seated pad-pak or removal of the pad-pak during self-test.

Event description:
Memory is full. No patient involved.

Event description:
Memory is full. No patient involved.